Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site the evaluate suspect device. The fsr reported being unable to duplicate the reported event. The fsr reported turning on the ventilator on and off several times with no anomalies found. The fsr performed the operational verification procedure per manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the device's touchscreen intermittently is frozen. The customer reported the touchscreen will not make changes. The customer reported there is no patient involvement associated with the event.